Event description:
User experienced leak from under the analyzer and onto the floor creating a puddle. This leak also dripped onto electrical components behind the instrument. No patient samples involved. No adverse events reported. The field service representative determined there was a problem with the waste pump and replaced the pump.